Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted. No further information provided.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and updated codes. A titan touch and two cylinders were received for evaluation. Examination and testing of the returned components revealed no functional abnormalities with any component. Both cylinders had tow sutures still attached, indicating they had not been implanted. The information received did not indicate the reason for return,. Because no functional abnormalities were noted with the returned components, quality cannot confirm a failure of the device at this time. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.